Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump is corroded. Customer's blood glucose was unknown at the time of incident. The customer was advised that the device would be replaced. No further details given.

Manufacturer narrative:
The insulin pump received with minor scratched lcd window, broken battery tube threads, cracked case at the display window corners, missing end cap sticker and cracked reservoir tube lip. Device was received with blank display due to missing battery tube spring. The battery tube was found corroded. Unable to perform all functional testing including the displacement, operating currents , unexpected restart error test, rewind, basic occlusion, occlusion, prime and excessive no delivery test due to blank display.